Manufacturer narrative:
Continuation of d10: product ID hh9020tdd, serial # (B)(6). Product ID a820, serial# unknown, product type software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. It was re ported that it was taking a long time to connect to the pump when trying to request a bolus. Patient stated it had been slow since she received this personal therapy manager (ptm) from their healthcare provider (hcp) office. Agent did walk patient through clearing the ptm data but that did not resolve the issue. Patient reported that the ptm kept freezing up as she was trying to clear data and connect to the pump.

Manufacturer narrative:
Continuation of d10: product ID hh9020tdd lot# serial# (B)(6). Implanted: explanted: product type product ID a820. Implanted: explanted: product type software review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. H9: correction number 2182207-01-24-2025-001-c no longer applies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.